Event description:
(B)(4). Chronic nausea/vomiting, constant bloating, persistent lower back pain and pelvic pain, increased migraines, excessive loss of energy, painful/heavy menstrual cycles every 2-3 weeks, painful intercourse, hair loss.